Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and an unspecified amount of ketones. The customer alleged that the pump was not functioning properly, however this could not be confirmed as customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.